Manufacturer narrative:
(B)(4). Additional concomitant medical products: natural tibia cemented 5 degree stemmed left size e catalog#: 42532007101 lot#: 63659040, femur cemented cruciate retaining (cr) standard left size 6 catalog#: 42502606001 lot#: 63690793, all poly patella size 32 mm dia. Standard 8.5 mm thickness catalog#: 00597206532 lot#: 63785086, palacos r 1x40 single catalog#: 00111214001 lot#: 87164703. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04879, 0001822565-2018-04880, 0001822565-2018-04881, and 0001822565-2018-04882. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent initial left total knee arthroplasty. Subsequently, while descending some steps, the patient heard a clunk from the knee. The patient has experienced swelling for six months and intermittent numbness. No revision procedure has occurred.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. This event was originally reported under 0001822565-2018-04879. This was found to be the wrong MFR number. This event will not be reported on 0002648920-2019-00276.

Event description:
No further event information available at the time of this report.